Manufacturer narrative:
Date of event: unknown. Results: photo samples were received showing defect of broken tube. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5089837. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® glass plasma tube (13 x 75 mm x 4.5 ml) with the lt. Blue bd hemogard¿, burst at the bottom and has a hole in the middle of tube. No serious injury or medical intervention.